Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per wiq-0018322. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact the customer¿s blood glucose. Reportedly, the customer did not correctly fill the cartridge. Tandem technical support guided the customer through properly changing the cartridge.